Manufacturer narrative:
A supplemental MDR is being submitted for the completion of the investigation. The following sections have been updated: b4, g3, g6, h2, h6, h11. The event reported is an anticipated event in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigation's include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and the following was observed: distal tip torn observed. In this case, the complaints for 'sheath distal tip torn' and 'difficulty advancing through sheath' were confirmed, based on imagery provided for evaluation. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. These factors may increase resistance during advancement of crimped thv through distal tip. Additionally, according to the reported information there was presence of moderate tortuosity at the patient access vessel. Patient factors (such as challenging anatomy) may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our french affiliates, during implant of a 20mm sapien 3 ultra valve in the aortic position by transfemoral approach, resistance was felt when the valve was advancing through the esheath+. The resistance stopped suddenly once the tip exited the sheath tip, resulting with an esheath+ distal tip tear. The procedure continued and the valve was successfully deployed and the devices safely removed. The patient did not suffer any consequence and was noted as to be in stable condition.